Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be an unsuccessful placement implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Proper intended use of the implant is described in the instructions for use.

Event description:
Implants failed before prosthetic restoration. The surgeon stated that the buccal bone was too soft and thin. The implant perforated and defenestrated down the buccal wall. Implant was not placed at time of surgery. Stability and osseointegration were not achieved. Bone quality was type IV.